Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bipolar disorder, polycystic ovaries, hirsutism, hemorrhagic cyst, dysfunctional uterine bleeding, diabetes mellitus, cervical disc disease, tubo-ovarian adhesion and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), menorrhagia ("menorrhagia (heavy menstrual bleeding), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), intermittent explosive disorder ("psych injury, psychological or psychiatric problems condition: condition: ied disorder"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings,"), urinary retention ("bladder or urinary problems or changes: bladder not emptyling correctly"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), tooth fracture ("dental problems: teeth breaking"), hypoaesthesia ("neurological conditions or problems type: numbness"), paraesthesia ("neurological conditions or problems type: numbness and tingling"), anxiety ("psychological or psychiatric problems condition: anxiety"), bipolar disorder ("psychological or psychiatric problems condition: condition: ied disorder, anxiety, bipolar"), rash ("rash and peeling on hands and feet"), skin exfoliation ("rashes or skin conditions type: rash and peeling on hands and feet"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: ibs, severe acid reflux"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: decreased vision"), onychomalacia ("other injury or compliation: weak finger nail") and genital haemorrhage ("doctor said there was some bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, menorrhagia, dermatitis allergic, intermittent explosive disorder, cystitis, fatigue, migraine, nausea, mood swings, vaginal haemorrhage, urinary retention, urinary tract disorder, headache, tooth fracture, hypoaesthesia, paraesthesia, anxiety, bipolar disorder, rash, skin exfoliation, irritable bowel syndrome, gastrooesophageal reflux disease, vaginal discharge, visual impairment and genital haemorrhage outcome was unknown and the dyspareunia, alopecia, weight increased and onychomalacia had resolved. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, intermittent explosive disorder, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, onychomalacia, paraesthesia, pelvic pain, rash, skin exfoliation, tooth fracture, urinary retention, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on 06-mar-2012: successful bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received lot number was added. Events "hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: bladder not emptying correctly , headaches, dental problems: teeth breaking, neurological conditions or problems type: numbness and tingling, psychological or psychiatric problems condition: condition: ied disorder, anxiety, bipolar, rashes or skin conditions type: rash and peeling on hands and feet, gastrointestinal or digestive system condition type: ibs, severe acid reflux, hair loss, vaginal discharge, vision/eye problems type: decreased vision, other injury or complication: weak finger nails" were added. Outcome of events "hair loss, dyspareunia, weight gain and other injury or complication: weak finger nails" were updated as recovered and "abdominal and pelvic pain" were updated as recovering. Medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bipolar disorder, polycystic ovaries, hirsutism, hemorrhagic cyst, dysfunctional uterine bleeding, diabetes mellitus, cervical disc disease, tubo-ovarian adhesion and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), intermittent explosive disorder ("psych injury, psychological or psychiatric problems condition: condition: ied disorder"), cystitis ("bladder infection"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), mood swings ("hormonal changes describe: mood swings,"), urinary retention ("bladder or urinary problems or changes: bladder not emptying correctly"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), tooth fracture ("dental problems: teeth breaking"), hypoaesthesia ("neurological conditions or problems type: numbness"), paraesthesia ("neurological conditions or problems type: numbness and tingling"), anxiety ("psychological or psychiatric problems condition: anxiety"), bipolar disorder ("psychological or psychiatric problems condition: condition: ied disorder, anxiety, bipolar"), rash ("rash and peeling on hands and feet"), skin exfoliation ("rashes or skin conditions type: rash and peeling on hands and feet"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: ibs, severe acid reflux"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: decreased vision"), onychomalacia ("other injury or compilation: weak finger nail") and genital haemorrhage ("doctor said there was some bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysmenorrhoea, menorrhagia, dermatitis allergic, intermittent explosive disorder, cystitis, fatigue, migraine, nausea, mood swings, vaginal haemorrhage, urinary retention, urinary tract disorder, headache, tooth fracture, hypoaesthesia, paraesthesia, anxiety, bipolar disorder, rash, skin exfoliation, irritable bowel syndrome, gastrooesophageal reflux disease, vaginal discharge, visual impairment and genital haemorrhage outcome was unknown and the dyspareunia, alopecia, weight increased and onychomalacia had resolved. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, intermittent explosive disorder, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, onychomalacia, paraesthesia, pelvic pain, rash, skin exfoliation, tooth fracture, urinary retention, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: successful bilateral fallopian tube occlusion. Lot number: 886673 manufacturing date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dermatitis allergic, psychological trauma, cystitis, fatigue, alopecia, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, psych injury, bladder infection, fatigue, hair loss, migraine, nausea, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.